Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (disposed by facility). If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced hemorrhage and hemoglobinuria. A faradrive steerable sheath clear was selected for use during a clinical event for repeat pulse field ablation, occurred on (B)(6) 2026. The patient had two bleeding events post procedure occurred; one resolved with manual pressure, and the second resolved with manual pressure and injection with epi-lidocaine. Also, the patient presented urine in amber color post procedure. The physician deemed to be hemoglobinuria. Blood test was done indirect bilirubin 2.2 mg/dl, also ldh and urinalysis. Patient held overnight in observation as a precaution. No further information was provided.